Manufacturer narrative:
Corrected fields: b3 (inadvertently missed). This report is being supplemented to provide additional information based on the results from third-party testing, the device evaluation, and the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: operating channel. Colony forming unit (cfu): <1 cfu. Bacterial identification: not detected. Sampling from: aspiration channel. Colony forming unit (cfu): 1 cfu. Bacterial identification: bacillaceae. Sampling from: air channel.. Colony forming unit (cfu): <1 cfu. Bacterial identification: not detected. Sampling from: water channel. Colony forming unit (cfu): <1 cfu. Bacterial identification: not detected. Sampling from: distal end. Colony forming unit (cfu): <1 cfu. Bacterial identification: not detected. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The scope was stored at 26 degrees. The sample was taken 6 hours after reprocessing on (B)(6) 2023, which was also the last date the scope was used in a procedure and reprocessed. The scope was only reprocessed once before being sampled. After the positive culture was observed the scope was then quarantined. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The returned device was evaluated and the following defects were noted during the evaluation: the jet channel was perforated, the electrical safety test failed, the forceps cover was damaged, the connecting tube had buckled, the control unit was corroded, the mouthpiece was damaged, the channel mount was damaged, the angulation was out of specification, and the water flow function test failed. These defects alone are not considered severe enough to cause a potential adverse event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and the microbiological analysis results are pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.